Manufacturer narrative:
A patient's ipg is nearing end of life (eol) and at 2.73v was reported to abbott. Device is still providing therapy. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg is nearing end of life (eol) and at 2.73v. Device is still providing therapy. Surgical intervention may be undertaken to address this issue.